Event description:
It was reported that during a cryo ablation procedure, following aspiration, st elevation occurred but recovered and it was confirmed no air was introduced into the body via fluoroscopy. When the balloon catheter was inserted into the sheath for an ablation, resistance was encountered. The case was completed with cryo. After the procedure was completed the patient had a loss of consciousness and spasm. Treatment was administered and the patient was transferred to another hospital to undergo hyperbaric oxygen therapy. It was noted that the spasm occurred one time at night post procedure. The patient regained consciousness but currently paralyzed on the left side of the body. A new brain infarction was identified by computerized tomography (CT) scan. It was noted that the brain infarction could possibly be due to thrombin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least seven applications were performed with catheter 2af284 / 12130-80 on the date of the event with no system issue. This case is a clinical issue (st elevation occurred and recovered, no air was introduced into the body. After the procedure, the patient had a loss of consciousness and spasm. The patient currently paralyzed on the left side of the body. A new brain infarction was identified by computerized tomography (CT) scan. It was noted that the brain infarction could possibly be due to thrombin). The balloon catheter was not returned. In conclusion, this is a case related to a clinical issue (st elevation, loss of consciousness, spasm, paralyzed on the left side of the body, and the infarction due to thrombin.) The balloon catheter was not returned. The reported issues clinical issues were not confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, following aspiration, st elevation occurred but recovered and it was confirmed no air was introduced into the body via fluoroscopy. When the balloon catheter was inserted into the sheath for an ablation, resistance was encountered. The case was completed with cryo. After the procedure was completed the patient had a loss of consciousness and spasm. Treatment was administered and the patient was transferred to another hospital to undergo hyperbaric oxygen therapy. It was noted that the spasm occurred one time at night post procedure. The patient regained consciousness but currently paralyzed on the left side of the body. A new brain infarction was identified by computerized tomography (CT) scan. It was noted that the brain infarction could possibly be due to thrombin. No further patient complications have been reported as a result of this event.